Manufacturer narrative:
It was reported by the dentist that the implant failed. It was stated by the practitioner that the numbness during the clinical procedure may have contributed to the failure. However, the patient is reported to be doing fine without any adverse events. There was nothing abnormal noted with the implant itself and the implant was successfully replaced with a smaller size implant. The plausible cause of this incident might be related to the patient's anatomy, surgical technique but not the implant itself. The complaint product is yet to be returned for investigation. The DHR was reviewed with the provided lot number and no discrepancies were noted. A follow up report will be submitted after the completion of the evaluation and investigation of the returned part.

Event description:
It was reported by the dentist that the implant failed. The implant was implanted on (B)(6) 2017 and explanted on (B)(6) 2017 at tooth location #31. The implant was removed due to numbness at the site of the placement. However, no serious injury was reported to the patient. Patient was reported to have type ii bone with no general bone loss, no granulated tissue and no infection at the implant site. Also, no preexisting conditions were reported which may have contributed to the incident. The patient is stated to be doing fine without any adverse events. The patient experienced some degree of harm due to altered sensation, but this is not related to the implant itself. There was nothing abnormal noticed with the implant itself and it was stated that the impalnt will be replaced with shorter size.

Manufacturer narrative:
Corrected: section d4: this information updated as it was omitted at the initial submission. DHR reviewed: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: n/a -as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample inspected: the returned part was confirmed to be a hahn tapered implant ø5.0 x 11.5 mm by using the radiographic template. No defects or abnormalities were observed. The complainedpart was evaluatedvisually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.